Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the rn programmed the pump to infuse 30-40cc however only 4cc was dispensed. Lead rn repeated the programming scenario and found no problem with the device. There was no patient harm.